Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. Further visual examination of the iab was performed and detected two catheter tubing kinks at approximately 33.8cm & 35.1cm from the iab tip. Additionally, a catheter tubing/inner lumen kink was also observe near the y-fitting at approximately 74.7cm from the iab tip. The evaluation confirmed the reported kink(s). A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) became kinked. A new iab was inserted successfully. There was no patient harm or adverse event reported.